Event description:
None of rptr's problems for 16 yrs have been suspected to be related to silicone. As a result of all the problms, she is on social security disability and taxpayers are having to pay (medicaid). It has been 6 months since explantation: some symptoms are better, however some symptoms got worse. She is still just waiting for time to tell. She had a closed capsulotomy in 1987.